Manufacturer narrative:
The reported events were lead dislodgement, unacceptable threshold and r-wave amp variation. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. After cleaning the lead and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The reported events of unacceptable threshold and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented in clinic. A device interrogation found that the patient's right atrial (ra) lead exhibited high capture threshold, and their right ventricular (rv) lead exhibited high capture threshold and low sensing. The ra and rv leads were explanted and replaced. The patient was stable.